Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient believes the e4 (occlusion) error is displayed too late on the infusion device. On (B) (6) 2010, the patient experienced elevated blood glucose of approximately 500 mg/dl. She bolused through the infusion device and a short time later e4 was displayed. She changed the infusion set and insulin cartridge and bolused through the infusion device. On (B) (6) 2010, her blood glucose was again elevated to approximately 500 mg/dl and e4 was displayed frequently. She changed the accessories 2-3 times in an attempt to clear the error. Her normal blood glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.